Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
It was reported that during the implant attempt the helix on the right ventricular lead would not extend and was stuck. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.